Event description:
It was reported that a pt received a radiation burn during a procedure involving a legacy r and f table. No further info is available. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The device manufacture date is unk.